Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. A supplemental medwatch report will be provided when investigation is completed. (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, there was a pressure issue. There was no harm to the patient. (B)(4).